Event description:
Lifecor customer support was performing a follow-up survey. The aunt of the pt answered the phone and informed support that the pt had passed away. The aunt stated that the pt was asleep and her nieces heard the system alarming to contact 911. Support had the aunt download and the download revealed an asystole event.

Manufacturer narrative:
Device manufacture date: monitor, 2009; electrode belt, 2008. Device evaluation: the monitor was fully functional. The electrode belt was not returned. Please see attached event analysis and strips. Conclusion: a man went into asystole and died while wearing the lifevest. The device properly declared asystole.